Event description:
It was reported that at a follow up check, the right ventricular lead had a threshold increase and noise present in the electrograms. It was then planned to implant a new right ventricular lead. During the implant procedure, when the physician was unscrewing the lead, it did not feel like it was releasing and it had to be pulled from the device to be disconnected. When attempting to connect the new lead to the device, the physician began to tighten the setscrew but there was no clicking. When the device was put back into the pocket and checked, telemetry showed noise and high impedance. At that point, the physician decided to change out the device and implanted a new one. All leads adjusted properly and all measurements were within normal limits. The physician felt that the problem was probably with the connection to the device. The right ventricular was capped and replaced. No patient complications have been reported as a result of this event.